Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the suture could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, it is possible that the link was cut instead of the suture, distal to the engaged posterior needle tip/ posterior cuff. This can result in an interaction with the engaged posterior needle tip/ posterior cuff and gated suture trimmer (gst) when loading the suture into the gst. Advancement attempt with the engaged posterior needle tip/ posterior cuff still attached to the suture can cause the engaged posterior needle tip/ posterior cuff to wedged inside of the gated suture trimmer mechanism and contribute to the reported difficulty removing the suture. However, this cannot be conclusively determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Nae1: physician details provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a closure of an unspecified vessel using a proglide device after an interventional angioplasty procedure using a 6f sheath. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device after an interventional angioplasty procedure. Reportedly, the suture of the proglide got stuck in the quick cut suture trimming mechanism. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.